Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection: the catheter distal shaft was bent and badly damaged. The catheter tip was damaged and the distal ro marker was detached. The proximal ro marker was present. The catheter hub was intact. Functional inspection: not required as the ro marker was confirmed to be missing. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there wasn't any damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect of ro marker missing. It was seen that the catheter distal shaft was bent and severely damaged. It appeared from the analysis there had been a distal marker present but had become physically detached during the procedure. The device would not leave the manufacturing process in the returned condition as there are many controls in place to identify this type of extreme damage. The catheter most likely got damaged during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analyzed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the ro marker missing and catheter kinked/bent, ro marker(s) detached/separated/not visible under fluoroscopy and catheter damaged.

Event description:
It was reported during the procedure in the patient with multiple aneurysm and vascular malformation experiencing symptom of dizziness, initial access is achieved by placing guidewire to bring microcatheter to mca (middle cerebral artery) m1 segment. Then while advancing the subject microcatheter with help of the guidewire to the aneurysm, when the subject microcatheter was delivered to tail of ica (internal carotid artery), the operator found only the proximal marker could be seen and the marker on tip could not be seen. It was further reported that the distal markers was not visible under fluoroscopy anywhere before reaching to the tail of the ica (internal carotid artery) and it may be that the distal marker is not installed in the production process. There was no damage noted to distal microcatheter tip. The physician replaced it with a new device and the procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the procedure in the patient with multiple aneurysm and vascular malformation experiencing symptom of dizziness, initial access is achieved by placing guidewire to bring microcatheter to mca (middle cerebral artery) m1 segment. Then while advancing the subject microcatheter with help of the guidewire to the aneurysm, when the subject microcatheter was delivered to tail of ica (internal carotid artery), the operator found only the proximal marker could be seen and the marker on tip could not be seen. It was further reported that the distal markers was not visible under fluoroscopy anywhere before reaching to the tail of the ica (internal carotid artery) and it may be that the distal marker is not installed in the production process. There was no damage noted to distal microcatheter tip. The physician replaced it with a new device and the procedure was completed successfully without clinical consequences to the patient.